Manufacturer narrative:
Sections with additional information as of 11-jan-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.

Event description:
Consumer reported complaint for low blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 45 mg/dl 2 hours post lunch. Customer is comparing true metrix with a different meter and stating that true metrix reads lower than the other meter, they also were using the meter with other relatives to check if meter was working. The customer¿s expected am fasting blood glucose test result range is 140-200 mg/dl and expected pm fasting blood glucose test result is 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 01/13/2024 and open vial date is 10/21/2022. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number 125376-2: same meter serial number, different test strips. Meter and test strips were returned. Defect found on returned meter - e-7. Reported defect not reproduced on returned strips. Product evaluation has been completed and root cause selected. Root cause: rc-001: miscellaneous user induced contamination on the strip connector. Note 1: manufacturer contacted customer in a follow-up call on 29-nov-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated she would use the replacement products and return the call. Note 2: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.